Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: dec 8, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tfn advanced proximal femoral nailing system (tfna) surgery on (B)(6) 2017 to treat a left hip fracture. During the procedure the surgeon was using the blade/screw guide sleeve that goes into the 130 guide and a wire guide sleeve that goes into the blade/screw guide sleeve. While the surgeon was removing the sleeves from the 130 guide he could not remove them easily. When the sleeves were removed and assessed they were discovered to be bent. There was no surgical delay and no patient harm was reported. The procedure was successfully completed. The patient outcome was stable. Concomitant devices reported: unknown 130 guide - unknown part and lot number, quantity x 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the 03.037.017 lot number 9760049 blade/screw guide sleeve was returned and reported to have become bent. This complaint condition was likely caused by over a year of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. Per the technique guide, the 03.037.017 blade/screw guide sleeve is an instrument routinely used in the tfn-advanced proximal femoral nailing system. The complaint condition is confirmed; the distal tang of the blade/screw guide sleeve is bent inward towards the cannula. It is likely that over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The balance of the returned device is in otherwise fair condition with some superficial wear. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.